Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a cervical trial procedure on (B)(6) 2019 during which the physician was unable to implant the trial lead due to scar tissue. As a result, the procedure was abandoned. Only one lead was attempted during the procedure.